Event description:
Product with new lot # looks physically smaller than old lot # product. Stated that it takes longer for catheter to drain and spills over. User stated she got a urinary tract infection since using new product lot #.